Event description:
It was reported that upon explant, the implantable pulse generator (ipg) was noted to have what appears to be corrosion on the outer casing. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5554, implantable pacing lead, (B)(6) 2013; 5076, implantable pacing lead, (B)(6) 2003. (B)(4).